Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed.

Event description:
On september 09, 2020 hologic was notified of an event involving the novasure device which occurred on (B)(6) 2020. It was reported that the physician was unable to complete the novasure procedure due to the device failing to open completely. The procedure was aborted and a second device was not opened to attempt to complete the procedure. The patient was sent to the ER due for heavy bleeding and CT. The patient was later sent home from ER stable with improved conditions. No additional details available.

Manufacturer narrative:
The returned device was received and tested. The device successfully passed cavity integrity assessment (cia), and ablation testing. The product performed as intended during laboratory testing. No visual imperfections were noted with the device electrode array. The reported complaint and adverse event cannot be confirmed. This observation will be monitored and trended. Standard DHR review/a device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.